Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device displayed a white screen. A white screen is indicative of a device lock-up and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device displayed a white screen. A white screen is indicative of a device lock-up and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control service technician performed an initial evaluation of the customer's device and was unable to duplicate the reported issue; however upon further evaluation, duplicated the reported issue. The cause of the reported issue was determined to be due to a cracked and intermittently shorted capacitor, c181, on the user interface pcb assembly, which resulted in the device to display a white screen. The customer was provided with a replacement device.